Event description:
It was reported that a spline detached from the intellamap orion catheter. At the end of the mapping phase of the left atrium for a pulmonary vein isolation procedure, the physician noticed irregularities while maneuvering the intellamap orion high resolution mapping catheter. The catheter was withdrawn through the zurpaz sheath and inspected. A spline was observed to be missing from the catheter and further inspection revealed that the spline had become stuck in the proximal end of the sheath handle. It was noted that resistance was felt when withdrawing the catheter, but the physician had noticed none when deploying/undeploying the catheter basket. The catheter and sheath had been in straight positions and the catheter basket was closed during withdrawal through the sheath and no abnormalities were observed on the sheath. The patient did not have any unusual cardiac anatomy and the orion catheter had not become entangled with any other catheters during the procedure. Both the catheter and sheath were replaced, and the procedure was successfully completed with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the catheter showed there was a kink located approximately 6 cm from the distal tip. Spline #5 was broken off at the proximal section and then torn from the distal section. Adhesive was present at both spline attachment points, with the distal tip being deformed at the attachment point. Peeling of the deployment shaft was also present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a spline detached from the intellamap orion catheter. At the end of the mapping phase of the left atrium for a pulmonary vein isolation procedure, the physician noticed irregularities while maneuvering the intellamap orion high resolution mapping catheter. The catheter was withdrawn through the zurpaz sheath and inspected. A spline was observed to be missing from the catheter and further inspection revealed that the spline had become stuck in the proximal end of the sheath handle. It was noted that resistance was felt when withdrawing the catheter, but the physician had noticed none when deploying/undeploying the catheter basket. The catheter and sheath had been in straight positions and the catheter basket was closed during withdrawal through the sheath and no abnormalities were observed on the sheath. The patient did not have any unusual cardiac anatomy and the orion catheter had not become entangled with any other catheters during the procedure. Both the catheter and sheath were replaced, and the procedure was successfully completed with no patient complications.